Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 500 mg/dl. Customer did not have a backup plan and was not sure how to treat high blood glucose. Customer was not feeling well enough to troubleshoot. Customer was advised to change infusion set, reservoir and insulin and treat per healthcare professional's recommendation and to call back for assistance if issue persisted. Customer was going to contact healthcare professional